Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on available information, a cause for the reported mitral regurgitation (mr) and mitral stenosis could not be determined. Additionally, the reported patient effects of mr and mitral stenosis are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization or prolonged and surgical procedure are the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.na.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the mean gradient pressure increased to 8mm hg with clip deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with an mr grade of 4. The pre-procedure mean pressure gradient was 2.8 mmhg. Two clips were implanted successfully, but mr could not be reduced and the mean pressure gradient increased to 8 mmhg. There was no tissue damage noted. The patient was a surgical candidate, but the physician wanted to perform the procedure prior to sending the patient for mitral valve replacement. No additional information was provided.